Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. Customer reported that the unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or user.

Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. The fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. It was reported that failure occurred on (B)(6) 2017 while a patient was being transported on the v60 ventilator and the patient desaturated to near 80% % oxygen saturation level and was bagged by disposable resuscitator. Patient's information has been requested.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response.